Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead reported symptoms including dizziness, tiredness, and feeling out of spirits. The patient presented to the implanting hospital but the implanting physician was not able to attend to the patient and the hospital did not provide any diagnosis for their symptoms or determine any failures with the pacemaker system. The patient was seen by another physician and was told there was an issue with the rv lead. The patient was later hospitalized for three days at the implanting facility and the hospital told the patient there was an issue with the pacemaker. The patient did not have confidence in the implanting hospital or physician and planned to seek another facility for care. At this time, there is an allegation that the device appeared to be exhibiting premature battery depletion and an allegation of a lead issue. The distributor representative provided some printed reports from the device interrogation, but to determine if there is a lead and/or device issue, complete data is needed for engineering analysis. At this time the device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead reported symptoms including dizziness, tiredness, and feeling out of spirits. The patient presented to the implanting hospital but the implanting physician was not able to attend to the patient and the hospital did not provide any diagnosis for their symptoms or determine any failures with the pacemaker system. The patient was seen by another physician and was told there was an issue with the rv lead. The patient was later hospitalized for three days at the implanting facility and the hospital told the patient there was an issue with the pacemaker. The patient did not have confidence in the implanting hospital or physician and planned to seek another facility for care. At this time, there is an allegation that the device appeared to be exhibiting premature battery depletion and an allegation of a lead issue. The distributor representative provided some printed reports from the device interrogation, but to determine if there is a lead and/or device issue, complete data is needed for engineering analysis. At this time the device and lead remain implanted and in service. The distributor representative provided additional information about this case. It was reported that x-rays were performed but the physician did not make a formal observation. It was suspected that the rv lead was dislodged or had migrated. At one point when the patient was in the hospital, a lead revision was planned; however, for unknown reasons the surgery was not performed or rescheduled, and the patient intended to be treated at a different facility. At this time, there was no known cause for the patient's health symptoms, but after the pacemaker was checked, some physicians wanted to reposition the rv lead, and other physicians believed the surgery would be too risky for this patient and did not recommend performing it. The patient was waiting for the clinical evaluation in another hospital to define what next steps were needed to resolve the situation. Also, the distributor representative was able to obtain device data from a check that occurred on (B)(6) 2021. The data was forwarded to boston scientific's technical services for review, to see if the device battery was depleting in a normal manner. However, the data was incomplete and no analysis could be performed.